Event description:
There was a ten-minute delay to switch the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, h3, h6. The device was returned to olympus for inspection, and the reportable malfunctions were not confirmed. However, the device was evaluation confirmed an additional potential adverse event where the distal end glue of the objective lens peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the electrical contacts at the scope connector were dusty/dirty or foreign material adhered to the contacts and it is likely that the connector was not properly connected temporarily. Additionally, the circuit boards in image sensor of image sensor unit may have received mechanical stress and was probably hit, and a bad electrical connection temporarily occurred. The bad connection influenced output of the image signal which became unstable. Bad electrical connections may have occurred temporarily by accumulated electrical stress applied to image sensor in image sensor unit at distal end, electrical circuit boards and mounted parts in the scope connector by energizing, accidental over current by static electricity or attachment/detachment while the system was on, or the like. Subsequently, signal output became unstable. Over current may have been due to attachment/detachment while the system was on, over current of other instrument and electrical wire, dust and moisture adhered to electrical contacts at the system and the connector. The distal end glue of the objective lens likely was caused by physical stress due to bumping or dropping the distal end of the scope or chemical stress due to the chemical solution used. However, a definitive root cause for the reported events could not be determined. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Operation manual for ltf-s300-10-3d important information ¿ please read before use - dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Methods listed as ¿compatible¿ in table 3.1 and table 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. 3.1 compatibility summary: list of compatible methods validated in terms of biological efficacy and material durability sterilization by sterrad®100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope during therapeutic laparoscopic surgery, an e226 occurred, and the scope did not connect properly, causing a blackout. The procedure was completed using a similar device. There were no reports of patient harm.